Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination when the pump was pressed it was dimpled. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at folds in the middle of the cylinder. Both cylinders passed the leak test. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and were worn to the filament. The ms pump passed leak test, but did not pass the activation tests. Based on the information available, the pump not passing the activation test could affect the product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination when the pump was pressed it was dimpled. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.